Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump had rewind anomaly. Customer stated that when they rewinds insulin pump and when it primes or gives a larger bolus, it is loud and not consistent in the noise. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No prime fill anomaly or abnormal motor noise noted. The motor was tested outside of device and passed. (B)(4).